Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section (s) updated as follows: d4 - primary UDI number e1 - country all pertinent information available to abbott diabetes care has been submitted."

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced sweating, calf cramps, was confused and had difficulty speaking. The customer was unable to self-treat and was given glucose dissolved in water by their caregiver. There was no report of death or permanent impairment associated with this event.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced sweating, calf cramps, was confused and had difficulty speaking. The customer was unable to self-treat and was given glucose dissolved in water by their caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced sweating, calf cramps, was confused and had difficulty speaking. The customer was unable to self-treat and was given glucose dissolved in water by their caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection of the sensor¿s printed circuit board assembly (pcba). Conducted a source measurement unit (smu) test using the connector key. Scanning was halted, and the sensor was placed in the pcba test fixture for smu testing. The sensor was not scanned during this process. A further extended investigation was conducted. Visual inspection was performed on the de-cased returned sensor puck and its pcba. The sensor was not scanned with the evaluation module after de-casing. The inspection revealed that the application specific integrate circuit (asic) was detached from the pcba. Asic was damaged during de-casing. Unable to continue with the investigation as sensor is no longer in a condition to perform the functionality test. Therefore, the issue is not unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced sweating, calf cramps, was confused and had difficulty speaking. The customer was unable to self-treat and was given glucose dissolved in water by their caregiver. There was no report of death or permanent impairment associated with this event.